Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing a usual-sized dinner meal on the ilet, the user experienced hypoglycemia with a blood glucose of 51 following a smaller-than-usual carbohydrate intake; the user recognized the meal should have been announced as less than usual. Symptoms included slight dizziness consistent with hypoglycemia. Outcomes included low glucose for approximately 30 minutes without hospitalization or professional medical intervention, and resolution after oral glucose treatment consisting of a bottle of orange juice and three glucose tablets. Investigation included troubleshooting and education on meal announcement and appropriate meal size selection. Investigation of this case revealed user-related meal announcement error leading to insulin dosing not aligned with actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal size announcement.